Event description:
It was reported that the stent partially deployed and required surgical removal. A 6x120x130 eluvia drug-eluting vascular stent system was selected for a procedure in the superficial femoral artery (sfa). During deployment, the release mechanism failed and the stent was only deployed approximately a third of the way inside the patient. The stent was then surgically removed from the sfa and the patient was hospitalized.